Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2014 with the following findings: evaluation revealed that the pump powers with vibe but audio sound is intermittent when battery is inserted. The audio sound was tested and found piezo contact was misalignment.